Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging their one touch ultralink meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at an unspecified time on (B)(6) 2014. The patient manages their diabetes with an insulin pump and stated they had more food/drink in response to the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, they developed symptoms of ¿dry mouth and dizziness¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.